Manufacturer narrative:
(B)(4). Device product code - fzo. (B)(6). Reporter had indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the strike plate fractured off the device while malleting, during a total knee arthroplasty. Another device was used to complete the surgery. No adverse effects occurred as a result of the malfunction. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product confirmed the reported event as the strike plate has fractured off of the handle. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.